Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an inappropriate shock and an alert was triggered. The right ventricular (rv) lead was noted to have high pacing impedance, short v-v intervals, and non-sustained episodes that showed oversensing of noise. X-ray suggested that there was a fracture in the subclavian region. Reprogramming was performed. The lead may be replaced at the patient's request. No further patient complications have been reported as a result of this event.